Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result was 1.38 ng/ml. The result was not reported out of the lab. The customer repeated the accu tni test on the same sample and the result was 0.55 ng/ml. The customer reran (x6) the sample in to vertify the accu tni result. The results were between 0.16-0.18 ng/ml (see b6). The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.